Event description:
It was initially reported by implant patient registry, that the patient called and stated that approximately 1 year post transfemoral tavr procedure with a 20mm sapien 3 ultra valve, the valve is failing. There was no additional information provided. However, per medical records received, following valve deployment, intraprocedural tte demonstrated peak and mean transvalvular gradients of 21 and 10 mmhg respectively with no paravalvular leak. There were no serious complications during the post operative period, and the patient was discharged home in good condition. During the 1 week follow up, the patient was reported to be feeling much better since the procedure. At the 30 day follow up visit, the patient reported to be feeling well, with no symptoms. A tte was performed, and a well seated valve with trace paravalvular leak and transvalvular gradients were as expected, with a mean gradient of 20mmhg. A CT was performed, and the valve was in the expected position with no filling defects within the neo-aortic valve cusps, and no evidence for halt/ham noted. The patient's medications remained the same as at tavr discharge, and the patient is to follow up at 1 year visit post tavr. There was no information regarding the reported event (valve 'failing' at the 1 year follow up visit). The records received were for the tavr admission, 1 week follow up, and 30-day follow up visit. Based on these records, at baseline (30 day visit) the valve was in good position with trace pvl and transvalvular gradients as expected for this valve type and size, no evidence of halt/ham on CT done. There was no allegation or indication of a thv dysfunction or adverse event related to the thv devices on the records received.

Manufacturer narrative:
Correction to b5, h6, and h10. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration/deterioration was unable to be confirmed as relevant medical record was not provided for evaluation. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, 'approximately 1 year post transfemoral tavr procedure with a 20mm sapien 3 ultra valve, the valve is failing'. Additionally, medical record indicates the patient has chronic kidney disease and hyperlipemia. Chronic kidney disease is a known factor that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and has been found to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (chronic kidney disease, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This supplemental report is being submitted to retract the initial reported event. Per medical records received, following valve deployment, intraprocedural tte demonstrated peak and mean transvalvular gradients of 21 and 10 mmhg respectively with no paravalvular leak. There were no serious complications during the post operative period, and the patient was discharged home in good condition. During the 1 week follow up, the patient was reported to be feeling much better since the procedure. At the 30 day follow up visit, the patient reported to be feeling well, with no symptoms. A tte was performed, and a well seated valve with trace paravalvular leak and transvalvular gradients were as expected, with a mean gradient of 20mmhg. A CT was performed, and the valve was in the expected position with no filling defects within the neo-aortic valve cusps, and no evidence for halt/ham noted. The patient's medications remained the same as at tavr discharge, and the patient is to follow up at 1 year visit post tavr. There was no information regarding the reported event (valve 'failing' at the 1-year follow up visit). The records received were for the tavr admission, 1 week follow up, and 30 day follow up visit. Based on these records, at baseline (30-day visit) the valve was in good position with trace pvl and transvalvular gradients as expected for this valve type and size, no evidence of halt/ham on CT done. There was no allegation or indication of a thv dysfunction or adverse event related to the thv devices on the records received.

Event description:
As reported by implant patient registry, the patient called and stated that approximately 1 year post transfemoral tavr procedure with a 20mm sapien 3 ultra valve, the valve is failing. There was no additional information provided.

Manufacturer narrative:
The information in the event description is unclear, and the degree of severity and nature of the device 'failure' is unknown at this time. However, as a conservative approach, this event it being submitted as MDR reportable. Investigation is still going.